Manufacturer narrative:
Other, other text: g5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the doctor on duty replaced the tracheostomy tube for the patient, he found that the newly unsealed tracheostomy tube was damaged. It was then immediately replaced with a new one. The event did not cause adverse effects on the patient.

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. No additional description of the reported damage was provided. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. The customer stated the device was discarded.